Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: during the load cartridge step the pump could not detect the cartridge. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010-003-r.

Event description:
It was reported that the pump emitted frequent loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: during the load cartridge step the pump could not detect the cartridge. The force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.